Event description:
This patient's ra lead dislodged 6 days post implant. Fluoro was performed on (B)(6) 2012, which confirmed dislodgement. Because the patient remains in chronic atrial fibrillation, risk of revising the ra lead is greater than the resulting benefit. Device was reprogrammed to vvir.